Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The pump was found to have a result to the accuracy test of 3.431%. The pump was in good condition. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative calibrated the pump, and it produced an accuracy result of 1.333%. The pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that the incorrect volume has been delivered in continuous mode, the device required calibration. There was unknown patient involvement, and unknown signs or symptoms experienced.